Event description:
It was reported that the motor device was overheating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during post-surgery. There were no delays to the planned surgical procedure. There was no patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device did not run because the pins were pushed back in the connector. The issue with the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.